Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore excluder conformable aaa endoprosthesis and gore excluder aaa endoprostheses. Gore molding & occlusion balloon catheter was also used as an accessory. After deploying all stent grafts and inflating the balloon inside them, a proximal type I endoleak was observed on the trunk ipsilateral leg via contrast imaging. After another balloon inflation, a dissection occurred just below the right renal artery, and the type I endoleak remained. Although no further treatment was performed, and the physician decided to follow up with the patient. The patient tolerated the procedure. The physician¿s comment: ¿the balloon may have been advanced too far proximally during the inflation.¿